Event description:
Boston scientific received information that during a stress test no change in heart rate was noted. The device was interrogated and it was noted that the device had triggered elective replacement time (ert). It was noted that six months ago the device indicated that the remaining longevity was 1.5 years and was currently in ert, thus premature battery depletion was alleged. A review of the daily measurements noted a rise in pacing thresholds and normal pacing impedances. Once the device triggered ert in (B)(6) 2012 daily measurements could not be obtained. A manual test was performed and it appeared that the pacing thresholds had decreased. A review by a technical services representative noted that the automatic thresholds test was increasing leading up to ert declaration, and there are many reasons which could have resulted in unsuccessful ambulatory tests. It was noted with the automatic capture features ability to adjust time to ert based on capture thresholds with no indication to the user puts the patient in a compromised state during stress testing due to the device already being at ert. A device replacement has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
This device was explanted and has been returned. Upon analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.